Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that boluses delivered by the patient were not recorded in the pump¿s bolus history or total daily dose (ttd) record. The patient¿s reported bg was not above 200mg/dl with no symptoms, which does not meet the animas criteria of an adverse event. It was also reported that the patient¿s prime volume was between two to four units with each site change. However, the patient indicated that insulin was not going into the tubing during the load step. This is being reported because it cannot be determined if the patient is not changing the tubing with site changes or if there were instances where insulin was pushed into the tubing during the load step. There was no indication that the product caused or contributed to an adverse event.